Event description:
One pt sample with discrepant total psa results. Initial result gave 0.017 ng/ml; repeat gave 1.78 ng/ml. Erroneous result was not reported. The field service representative determined the cause to be a loose fitting in fluidic system allowing leakage and dripping from the sipper probe, which was also out of adjustment at the sampling position. He tightened fittings related to the sipper flow path and adjusted sipper sampling . Performance tests were performed and within specification.